Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the centrimag console¿s display was confirmed via the console¿s functional analysis. The returned centrimag console (serial number (B)(6)) was observed to have a darkened area in the center of its display screen upon being powered on. The unit was troubleshot, and the cause of the issue was isolated to the screen assembly; damage that could have resulted in this event was also observed on the screen itself. The display screen printed circuit board was replaced with a new assembly, and the serviced and repaired console was returned to the customer site after passing all tests per procedure. The root cause of the reported event was determined to be damage on the screen¿s assembly; however, the root cause of this damage was unable to be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d3: manufacturer information corrected section d4: primary UDI number corrected section d5: operator of device corrected section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of the centrimag console¿s display being blank was not confirmed. The centrimag console (serial number (B)(6) was not returned for analysis. Questions regarding the event and the console¿s return status were asked multiple times, and no responses were received. The root cause of the reported event was unable to be conclusively determined. This event will be reopened with further investigation if the console is returned. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." Review of the device history record for centrimag 2nd gen. Primary console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that centrimag main console display went black when unit was turned on. It did not resolve when restarted.